Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device pcu powers up in maintenance mode was not identified during the customer call. Tech support recommended replacing communication board as a solution to the issue.

Event description:
It was reported that the pcu powers up in maintenance mode. There was no patient involvement. Tech support provided troubleshooting. "Explained to customer that the tamper switch may be stuck in and/or compromised. Customer to interchange the serial I/o board assembly to isolate problematic fault. Customer given part number tc10004262 for replacement"